Event description:
During use of the device for a non-clinical activity, the user reported the central control monitor screen went blank. The user reported the screen then appeared again, but froze. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.